Manufacturer narrative:
Investigation can be started as soon as devices will be received. Follow up 08 february 2019: the affected products were discarded. One box (6 products) with the same lot number will be returned to dorc for investigation. This box was not received yet. Investigation starts as soon as dorc receives it. - attachment: [mir_47541 follow up report_signed.pdf].

Event description:
Air came out from the nose of the probe 8267.vit23 with lot: 2000396702, which we unpacked during the surgery. We tried two more probes with the same lot number, yet we had the same problem. The surgery was completed with another vitrectomy probe with a different lot number.

Manufacturer narrative:
Since the instruments involved were discarded, no product investigation could be performed to confirm the alleged failure or to determine its root cause. Physical examination of three unused cutters from the same lot provided by the distributor revealed no anomalies. Testing revealed that both cutting and aspiration functions worked properly. Only with low aspiration settings, some so called micro-bubbles emerged from the tip of the cutter. These bubbles are formed due to friction of the blades and are common during vitrectomy surgery. Device history record review for lot 2000396702 revealed no deviations and review of the complaint database revealed no similar complaints on the lot. Based on the investigation performed, a root cause could not be determined. - attachment: [mir_47541 final report_signed.pdf].

Event description:
Air came out from the nose of the probe 8267.vit23 with lot: 2000396702, which we unpacked during the surgery. We tried two more probes with the same lot number, yet we had the same problem. The surgery was completed with another vitrectomy probe with a different lot number.

Manufacturer narrative:
Air came out from the nose of the probe 8267.vit23 with lot: 2000396702, which we unpacked during the surgery. We tried two more probes with the same lot number, yet we had the same problem. The surgery was completed with another vitrectomy probe with a different lot number. Investigation can be started as soon as devices will be received.

Event description:
Air came out from the nose of the probe 8267.vit23 with lot: 2000396702, which we unpacked during the surgery. We tried two more probes with the same lot number, yet we had the same problem. The surgery was completed with another vitrectomy probe with a different lot number.